Manufacturer narrative:
Device evaluated by MFR: devices not returned.

Event description:
It was reported that allegedly the patient's magec rods did not distract. The physician explanted the rods without incident.